Manufacturer narrative:
The reported symptom could be reconstructed by means of the information stored in the log. The case in question was started at 2:25pm system time. At 3:34pm, the supervisor software triggered a reboot of the entire device due to the fact that a communication interruption between the pcb, that controls the therapy functions, and the user interface (display and touchscreen) was detected. In case of such a reset, therapy will be interrupted for approximately 15 seconds. Afterwards, therapy will be continued with the last valid settings. Also in the particular case, the device behaved as specified after the reset and as also reported and confirmed by the log analysis, ventilation was continued without further problems and finished by switching the device into standby at 4:29pm. The affected pcb was replaced on-site and returned to the manufacturer for analysis. The board was built into a test device and one comparable reboot could be reproduced. Even though no indications for a hardware failure were found in the course of further functional testing, it can be concluded that the replaced pcb was the root cause for the reported symptom. The replacement of the pcb on-site has already solved the problem, no further problems have been reported; no patient consequences have reportedly occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit failed during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that the unit failed during use. There was no patient injury reported.